Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling at the up arrow button. Evaluation revealed that the down arrow and contrast keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the key contacts. A leak test, for investigation of an unrelated issue, could not be performed because the pump had been disassembled. Unrelated to this complaint, the display screen was found to be dim and discolored.